Event description:
A micropuncture nitinol 0.018 wire was used during the heart catherization. Post procedure, the physician noted that visually the wire appeared shorter. The concern was that the tip broke off and was retained. Using cineangiogram, the tip of the wire was noted in the profunda femoris. The physician was able to snare the piece and remove it without any complications.